Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a peritoneal dialysis catheter. The customer states when the device was applied, leakage was found on the place between the catheter and titanium joint. The patient suffered from peritonitis but has already recovered.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.